Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2010, to treat uterine prolapse and genuine stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced worsening pelvic pain, muscle spasms in the pelvic area, worsening incontinence, nocturia, urinary frequency, and urgency, pain when the bladder is full and also pain with bowel movements. Plaintiff's attorney alleged plaintiff underwent surgery on (B)(6) 2011, where the mesh was surgically excised from the vaginal vault. Plaintiff's attorney also alleged plaintiff suffered and continues to suffer pain, disability, impairment, and severe and permanent injuries.